Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) displayed a lower than normal battery status following a manual capacitor reformation.